Event description:
Related manufacturer reference number:2017865-2022-19621. It was reported that the atria lead had dislodged. The atrial lead was explanted and replaced. During the explant procedure, insulation breach was noted on the right ventricle lead. The right ventricle lead was also explanted and replaced. Patient was asymptomatic before, during, and after the procedure. Patient was discharged.